Manufacturer narrative:
(B)(6).

Event description:
It was reported that the cannula was passed as a guide, the fast fix 360 was introduced and it was calibrated in 14 mm, the doctor placed t1, the anchor got down, the doctor placed t2, and the anchor got down twice as recommended by the surgical technique but the peek did not get down, the procedure was repeated several times and t2 did not pass. The procedure was completed using a back up device and no patient injury was reported.

Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device received. The complaint reported: ¿t2 non-deployment¿. The device was returned without t1, t2 or suture. The device is used, with considerable disfigurement of the needle. It is quite bent and bowed. This indicates resistance and difficulty reaching desired surgical location. The actuator is frozen. The device no longer cycles or actuates due to damage. Under warnings the IFU states ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ no root cause related to the manufacture of the device can be established.